Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive. The customer's blood glucose (bg) level was impacted (298 mg/dl). The customer took a manual injection to stabilize bg level. It was indicated that the customer would use manual injections as alternate insulin therapy.